Event description:
It was reported that the pt underwent a sling procedure on (B) (6) 2008. Following the surgery, the pt experienced complications including infection, fistula formation, formation of scar tissue, dyspareunia, and neurologic compromise to her structures and tissues. No additional info was provided.

Manufacturer narrative:
(B) (4). Dyspareunia. Infection. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.